Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 29-oct-2015. The most recent information was received on 04-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ constant pain / pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and psoriatic arthropathy ("atoimmune disorder, type: activated my psoriatic arthritis") in a 44-year-old female patient who had essure (batch no. D01972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4, group b beta hemolytic streptococcus test, kidney stone, hemorrhoids, yeast infection, itching, arthritis flare up, vulvovaginal candidiasis, iodine allergy and penicillin allergy. Patient reports being healthy prior to essure inserction. Previously administered products included for an unreported indication: tylenol from (B)(6) 2015 to (B)(6) 2017, aspirin from (B)(6) 2015 to (B)(6) 2017, motrin from (B)(6) 2015 to (B)(6) 2017, advil from (B)(6) 2015 to (B)(6) 2017 and novasure from 2009 to 2012. Past adverse reactions to the above products included contraception with novasure. Concurrent conditions included overweight and biopsy. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain ("constant lower back pain since the procedure / lower back pain"). In 2015, the patient experienced abdominal pain lower ("lower abdomen is sour / sharp stabbing pains throughout the day/"), pain of skin ("skin on my lower back is tender"), rash ("rash beginning on my chest and stomach"), arthralgia ("joint pain"), malaise ("don't feel healthy anymore just sick and run down"), amnesia ("memory loss / neurologic conditions or problems, type: memory loss"), food allergy ("allergic or hypersensitivity (jewelry and foods)"), constipation ("gstrointestinal or digestive system condition, type: constipation"), allergy to metals ("nickel allergy") with rash papular, weight increased ("weight gain") and abdominal distension ("abdominal bloating"). In (B)(6) 2015, the patient experienced headache ("headache for over a month now / headaches"). In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psoriatic arthropathy (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("fatigue / fatigue"), feeling abnormal ("brain fog"), abdominal pain ("abdominal pain"), migraine ("migraine"), nausea ("nausea"), gastric disorder ("stomach issues") and pelvic congestion ("pelvic congestion syndrome"). The patient was treated with macrogol 3350 (miralax), psyllium hydrophilic mucilloid (metamucil), paracetamol (tylenol), etanercept (enbrel), surgery (to remove the essure device, hysterectomy (full); salpingectomy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, psoriatic arthropathy, back pain, abdominal pain lower, pain of skin, rash, arthralgia, headache, malaise, dysmenorrhoea, dyspareunia, alopecia, fatigue, feeling abnormal, amnesia, abdominal pain, food allergy, constipation, migraine, nausea, vaginal discharge, ovarian cyst and pelvic congestion outcome was unknown and the allergy to metals, weight increased, abdominal distension and gastric disorder was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, back pain, constipation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, food allergy, gastric disorder, headache, malaise, menorrhagia, migraine, nausea, ovarian cyst, pain of skin, pelvic congestion, pelvic pain, psoriatic arthropathy, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: psoriatic arthritis, dysmenorrhoes, constipation. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia); allergic or hypersensitivity (jewelry and foods); autoimmune disorder, type: activated my psoriatic arthritis; gastrointestinal or digestive system condition, type: constipation; migraines; nausea; nickel allergy; stomach issues; rashes or skin conditions, type: bumps on my stomach, back and chest; vaginal discharge; weight gain; other injuries or complications, describe: ovarian cyst, abdominal bloating, brain fog, pelvic congestion syndrome. Concomitant disease, historical condition, historical drug were added. On 4-apr-2018: medical records received. Lot number, historical condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2199) on 29-oct-2015. The most recent information was received on 28-aug-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ constant pain / pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and psoriatic arthropathy ("autoimmune disorder, type: activated my psoriatic arthritis") in a 44-year-old female patient who had essure (batch no. D01972) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4, group b beta hemolytic streptococcus positive, kidney stone, hemorrhoids, yeast infection, itching, arthritis flare up, vulvovaginal candidiasis, iodine allergy and penicillin allergy. Patient reports being healthy prior to essure insertion. Previously administered products included for an unreported indication: tylenol from (B)(6) 2015 to (B)(6) 2017, aspirin from (B)(6) 2015 to (B)(6) 2017, motrin from (B)(6) 2015 to (B)(6) 2017, advil from (B)(6) 2015 to (B)(6) 2017 and novasure from 2009 to 2012. Past adverse reactions to the above products included contraception with novasure. Concurrent conditions included overweight and biopsy. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain ("constant lower back pain since the procedure / lower back pain"). In 2015, the patient experienced abdominal pain lower ("lower abdomen is sour / sharp stabbing pains throughout the day/"), pain of skin ("skin on my lower back is tender"), rash ("rash beginning on my chest and stomach"), arthralgia ("joint pain"), malaise ("don't feel healthy anymore just sick and run down"), amnesia ("memory loss / neurologic conditions or problems, type: memory loss"), food allergy ("allergic or hypersensitivity (jewelry and foods)"), constipation ("gastrointestinal or digestive system condition, type: constipation"), allergy to metals ("nickel allergy") with rash papular, weight increased ("weight gain") and abdominal distension ("abdominal bloating"). In (B)(6) 2015, the patient experienced headache ("headache for over a month now / headaches"). In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psoriatic arthropathy (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("fatigue / fatigue"), feeling abnormal ("brain fog"), abdominal pain ("abdominal pain"), migraine ("migraine"), nausea ("nausea"), gastric disorder ("stomach issues") and pelvic congestion ("pelvic congestion syndrome"). The patient was treated with macrogol 3350 (miralax), psyllium hydrophilic mucilloid (metamucil), paracetamol (tylenol), etanercept (enbrel), surgery (to remove the essure device, hysterectomy (full); salpingectomy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, psoriatic arthropathy, back pain, abdominal pain lower, pain of skin, rash, arthralgia, headache, malaise, dysmenorrhoea, dyspareunia, alopecia, fatigue, feeling abnormal, amnesia, abdominal pain, food allergy, constipation, migraine, nausea, vaginal discharge, ovarian cyst and pelvic congestion outcome was unknown and the allergy to metals, weight increased, abdominal distension and gastric disorder was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, back pain, constipation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, food allergy, gastric disorder, headache, malaise, menorrhagia, migraine, nausea, ovarian cyst, pain of skin, pelvic congestion, pelvic pain, psoriatic arthropathy, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: psoriatic arthritis, dysmenorrhoeas, constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2199) on 29-oct-2015. The most recent information was received on 20-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ constant pain / pain'), vaginal haemorrhage ('heavy vaginal bleeding / abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and psoriatic arthropathy ('atoimmune disorder, type: activated my psoriatic arthritis') in a 44-year-old female patient who had essure (batch no. D01972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4, group b beta hemolytic streptococcus positive, kidney stone, hemorrhoids, yeast infection, itching, arthritis flare up, vulvovaginal candidiasis, iodine allergy, penicillin allergy and gestational hypertension. Patient reports being healthy prior to essure inserction. Previously administered products included for an unreported indication: tylenol from (B)(6) 2015 to (B)(6) 2017, aspirin from (B)(6) 2015 to (B)(6) 2017, motrin from (B)(6) 2015 to (B)(6) 2017, advil from (B)(6) 2015 to (B)(6) 2017 and novasure from 2009 to 2012. Past adverse reactions to the above products included contraception with novasure. Concurrent conditions included overweight and biopsy. Concomitant products included oral contraceptive nos. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain ("constant lower back pain since the procedure / lower back pain"). In 2015, the patient experienced abdominal pain lower ("lower abdomen is sour / sharp stabbing pains throughout the day/"), sensitive skin ("skin on my lower back is tender"), rash ("rash beginning on my chest and stomach"), arthralgia ("joint pain"), malaise ("don't feel healthy anymore just sick and run down"), amnesia ("memory loss / neurologic conditions or problems, type: memory loss"), food allergy ("allergic or hypersensitivity (jewelry and foods)"), constipation ("gstrointestinal or digestive system condition, type: constipation"), allergy to metals ("nickel allergy") with rash papular and abdominal distension ("abdominal bloating") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced headache ("headache for over a month now / headaches"). In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psoriatic arthropathy (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("fatigue / fatigue"), feeling abnormal ("brain fog"), abdominal pain ("abdominal pain"), migraine ("migraine"), nausea ("nausea"), gastric disorder ("stomach issues") and pelvic congestion ("pelvic congestion syndrome") and was found to have weight decreased ("weight loosing"). The patient was treated with etanercept (enbrel), paracetamol (tylenol), psyllium hydrophilic mucilloid, macrogol 3350 (miralax) and surgery (ablation and to remove the essure device, hysterectomy (full); salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, psoriatic arthropathy, back pain, abdominal pain lower, sensitive skin, rash, arthralgia, headache, malaise, dysmenorrhoea, dyspareunia, alopecia, fatigue, feeling abnormal, amnesia, abdominal pain, food allergy, constipation, migraine, nausea, vaginal discharge, ovarian cyst, pelvic congestion and weight decreased outcome was unknown and the allergy to metals, weight increased, abdominal distension and gastric disorder was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, back pain, constipation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, food allergy, gastric disorder, headache, malaise, menorrhagia, migraine, nausea, ovarian cyst, pelvic congestion, pelvic pain, psoriatic arthropathy, rash, sensitive skin, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: psoriatic arthritis, dysmenorrhoes, constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: correction. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 29-oct-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ constant pain / severe pelvic pain'), vaginal haemorrhage ('heavy vaginal bleeding / abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 44-year-old female patient who had essure (batch no. D01972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psoriatic arthritis from 2012 to 2013, multigravida, parity 4, gestational hypertension, group b beta hemolytic streptococcus positive, kidney stone, hemorrhoids, yeast infection, itching, arthritis flare up, vulvovaginal candidiasis, iodine allergy and penicillin allergy. Patient reports being healthy prior to essure insertion. Method of birth control prior to essure: novasure from 2009 to 2012. Previously administered products included for contraception: jencycla in 2015, ortho micronor from (B)(6) 2015 to 2015 and nuva ring from (B)(6) 2014 to 2015; for an unreported indication: aspirin from (B)(6) 2015 to (B)(6) 2017, tylenol from (B)(6) 2015 to (B)(6) 2017, advil from (B)(6) 2015 to (B)(6) 2017, motrin from (B)(6) 2015 to (B)(6) 2017, procardia xl in 2015 and prenatal vitamins from 2014 to 2015. Concurrent conditions included overweight and biopsy. Concomitant products included oral contraceptive nos. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("constant lower back pain since the procedure / severe lower back pain"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)") and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced psoriatic arthropathy ("atoimmune disorder, type: activated my psoriatic arthritis"), abdominal pain lower ("lower abdomen is sour / sharp stabbing pains throughout the day / severe and constant lower abdomen pain"), sensitive skin ("skin on my lower back is tender"), rash ("rash beginning on my chest and stomach"), arthralgia ("joint pain"), malaise ("don't feel healthy anymore just sick and run down"), fatigue ("fatigue"), amnesia ("memory loss / neurologic conditions or problems, type: memory loss"), food allergy ("allergic or hypersensitivity (foods)"), allergy to metals ("nickel allergy / allergic or hypersensitivity (jewelery)") with rash papular, constipation ("gstrointestinal or digestive system condition, type: constipation"), migraine ("migraine"), nausea ("nausea") and abdominal distension ("abdominal bloating") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced headache ("headache for over a month now / headaches"). In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced alopecia ("hair loss"), feeling abnormal ("brain fog"), abdominal pain ("abdominal pain"), gastric disorder ("stomach issues"), pelvic congestion ("pelvic congestion syndrome"), dizziness ("dizzy spells"), loss of consciousness ("passing out"), fibromyalgia ("fibromyalgia") and medical device pain ("it felt like a needle poking me") and was found to have weight decreased ("weight loosing"). The patient was treated with etanercept (enbrel), meclozine (meclizine), paracetamol (tylenol), psyllium hydrophilic mucilloid, macrogol 3350 (miralax) and surgery (ablation and hysterectomy w/ bilateral salpingecto -laparoscopically assisted vaginal hysterectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, psoriatic arthropathy, back pain, abdominal pain lower, sensitive skin, rash, arthralgia, headache, malaise, dysmenorrhoea, dyspareunia, alopecia, fatigue, feeling abnormal, amnesia, abdominal pain, food allergy, constipation, migraine, nausea, vaginal discharge, ovarian cyst, pelvic congestion, weight decreased, dizziness, loss of consciousness and fibromyalgia outcome was unknown, the allergy to metals, weight increased, abdominal distension and gastric disorder was resolving and the medical device pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, back pain, constipation, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, food allergy, gastric disorder, headache, loss of consciousness, malaise, medical device pain, menorrhagia, migraine, nausea, ovarian cyst, pelvic congestion, pelvic pain, psoriatic arthropathy, rash, sensitive skin, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 139 lbs. Approximate weight at the time of essure placement 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: psoriatic arthritis, dysmenorrhoes, constipation, abdominal pain lower, pelvic pain, back pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : the events ¿dizzy spells¿, ¿passing out¿, ¿fibromyalgia¿ and ¿it felt like a needle poking me¿ were added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-2199) on (B)(6) 2015. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ constant pain") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4. Patient reports being healthy prior to essure insertion. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain ("constant lower back pain since the procedure/ lower back pain"). In 2015, the patient experienced pain of skin ("skin on my lower back is tender"), rash ("rash beginning on my chest and stomach"), arthralgia ("joint pain"), abdominal pain lower ("lower abdomen is sour / sharp stabbing pains throughout the day/") and malaise ("don't feel healthy anymore just sick and run down"). In (B)(6) 2015, the patient experienced headache ("headache for over a month now"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), alopecia ("hair loss"), fatigue ("fatigue"), feeling abnormal ("brain fog"), amnesia ("memory loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, pain of skin, rash, arthralgia, headache, abdominal pain lower, malaise, dysmenorrhoea, dyspareunia, vaginal haemorrhage, alopecia, fatigue, feeling abnormal, amnesia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, malaise, pain of skin, pelvic pain, rash and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: legal claim received. Indication (permanent forms of birth control) was added. Essure insertion date was updated from (B)(6) 2015. Essure removal date (B)(6) 2017 was added. Events painful menstrual cycles, painful intercourse, pelvic pain, heavy vaginal bleeding, lower back pain, hair loss, fatigue, brain fog, abdominal pain and memory loss were added. Case upgraded to incident. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.